Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural catheter broke off when removing catheter and 4cm was left in patient. Catheter remains in patient, as surgery to remove decided not to be in her best interest. There was patient involvement and no adverse event or harm reported.

Manufacturer narrative:
H3: the device was not returned; however, two images were received showing a catheter with a missing blue tip. No manufacturing anomalies were identified in the lot history review. Visual evaluation of the images confirmed the reported break; however, functional testing could not be performed. The complaint was confirmed based on the images, but the root cause could not be determined due to the absence of the physical sample.